Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of this event. The customer troubleshoot this issue over the phone and npb technical service engineer advised the customer to replace the inspiratory pcb.

Manufacturer narrative:
Npb was not authorized to service the device.